Event description:
It was reported that the atrial lead was undersensing during atrial fibrillation (af). The lead remains in use based on medical judgment. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).